Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest and expired, all of which was allegedly caused by exposure to the product administered for dialysis treatment.